Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation" of a gel device.

Event description:
Healthcare professional reported right deflation. The device has been explanted and replaced.

Event description:
Healthcare professional additionally reported against right side "textured to smooth due to product concern".

Manufacturer narrative:
Clarification to d9 and d4: the device related to the reported event of fluid leak and failure of implant was received on may 07, 2021 with catalog number mcghan 360cc. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and red particles in device outer surface. A leak test was performed which identified no leakage. A microscopic analysis and leak test were performed which identified broken sharp of plug strap and no openings were found in the device. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: broken sharp of plug strap assessed as unidentified (tear) opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: device evaluation device evaluation: visual analysis of the returned device identified: fold creases, a curved opening on posterior, yellow particles on the shell, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: a sharp opening on posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right deflation. Healthcare professional additionally reported against right side "textured to smooth due to product concern". The device has been explanted and replaced.